Event description:
This is a pt with a history of colon cancer and port placement for poor venous access. In 2001, the pt had problem with a leaking port which was replaced. The pt was readmitted 2 days after event date for abdominal pain, nausea and vomiting. Again, it was noted that the pt's port was leaking at the site. An angiogram the next day confirmed a leak with extravasation of contrast. The pt was taken to surgery the next day for removal and replacement of the port. The pt tolerated the surgery well.